Manufacturer narrative:
(B)(4). Date sent: 5/2/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished ech45s, with lot/batch number a9e09h, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an unknown ez clean device and an echelon device was used to cut under the liver of the patient and the the device tip melted near the end of the procedure. He noted they were using the device on 40 coag and then they were asked to switch it to a 60 coag spray mode. Procedure was completed with no patient harm.

Manufacturer narrative:
Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Report submitted in error.